Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported after an implant procedure, with pocket closed and still in the operating room; it was noted pacing was unsuccessful. Physician re-opened the pocket and the lead was explanted and replaced. Physician believed the pacing issue was due to an issue with the helix of the lead. Patient was stable.